Manufacturer narrative:
(B)(4). Concomitant medical products: rhk femoral component, catalog #: 00588001602, lot #: 62889401. Report source - foreign: this event occurred in (B)(6). Customer has indicated product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. Multiple MDR reports were filed for this report, please see associated reports: 0001822565-2018-07060, 0001822565-2018-07065. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient was revised due to pain, loose femur and broken hinge.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the femoral component and hinge post extension exhibited signs of use. The hinge post extension showed a fracture and crack in the femur hinge mechanism, which was due to fatigue. Device history record (DHR) was reviewed and no discrepancies were found. Per package insert, loosening, fracture, and osteolysis are known adverse effects of this system and procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04420, 0002648920 - 2019 - 00745, 0001822565 - 2019 - 04421.